Event description:
Customer reports c-arm gave error messages, and would not boot all the way up intermittently.

Manufacturer narrative:
Gehc surgery svc personnel diagnosed problem down to the batteries. Replaced battery pack. Ran all phases of equipment. Sys now operating as intended.